Event description:
It was reported that emergency medical services were called, due to the customer experiencing a low blood glucose of 20 mg/dl. He treated with food and glucose tablets. When emergency medical services arrived, the customer's blood glucose was fine and he was not further treated. There were no significant findings in the insulin pump programming. Upon reviewing the priming history, there was a 21.0 unit tubing prime and 3 fill cannula primes for 0.6 units, and the customer was unsure if the insulin pump had been connected to his body. The insulin pump was not exposed to a magnetic resonance imaging machine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.